Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice device during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.